Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx0984 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing catheter placement on (B)(6) 2021, the operator opened the package of the product and found it kinked, and therefore opened a new one for placement in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon file review for consistency with similar incidents per reporting guidelines, it was determined that a reportable event had not occurred.

Event description:
It was reported that when performing catheter placement on (B)(6) 2021, the operator opened the package of the product and found it kinked, and therefore opened a new one for placement in the patient.